Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Subsequently, the pump became frozen on the "cannot change cartridge at the moment" screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the pump was reset and the notification was cleared, a new cartridge was loaded and insulin delivery was resumed. Customer's blood glucose (bg) level was "high" on the continuous glucose monitor. A manual injection was administered to address bg.